Event description:
Reportedly, the ring was explanted at implant due to regurgitation. Per the cer: "that the ring was explanted at implant because of the regurgitation. No further details were provided. The device will be not returned (discarded)." The date of explant is unknown; therefore the aware date is being used as the occurrence date. Information was learned from the implant patient registry.

Event description:
A clinical examination in 2009, of a female demonstrated signs of an intra-atrial communication and an echocardiogram revealed an ostium secundum atrial septal defect (asd) with adequate margins for percutaneous closure with an amplatzer septal occluder ("aso"). A 14mm aso was implanted the next day at 7:00 am, in proper position with total closure of the defect and no complications. At 1:00 pm, the patient was in stable condition with no signs of bleeding at the puncture site. At 5:30 pm, the patient was making satisfactory progress and was discharged. Two days later, the patient's mother reported that the patient was dizzy and nauseous. The patient was found to be in good general condition; however, the patient had pain in the intercostal and pectoral muscles. It was considered that both the dizziness and the muscle pains were possible side effects from the anesthesia. The patient was treated with ibuprofen. Four days later, the implanting physician was notified that the patient's family found her on the floor of her room the night before. She was urgently moved to the clinic and an echocardiogram revealed a hemopericardium. The hemopericardium was drained surgically and a laceration in the anterior wall of the aorta was found and sutured. The patient was moved from surgery to the ICU where she remained intubated, with chest tubes to drain any residual bleeding. Three days later, the implanting physician spoke with the surgeon. The chest and orotracheal tubes were removed, as the patient had markedly recovered with a normal post-op.

Manufacturer narrative:
On 10/05/2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
Device not returned. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. No customer letter is required..